Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/07/2024, it was reported by an arthrex subsidiary employee via email that an ar-1380b bio-interference screw with disposable sheath does not screw in the patient's tendon. The surgeon applied force to insert the screw, but it did not screw in. When the screw was removed, it appeared deformed. This was discovered during a knee arthroscopy and acl procedure on (B)(6) 2024. Additional information received on 8/26/2024: upon removal of the screw, it was deformed; however, it did not break in the patient. The entire screw was successfully removed. The case was completed using an ar-4030c-09 biocomposite fastthread interference screw. The case was delayed ten minutes without additional anesthesia.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.